Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch #c9dr2z. B3: unknown; captured as awareness date. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. However, the articulation mechanism was noted to be non-working as would not release the articulation setting. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional, a non working pcb could cause the articulation mechanism on the device not to respond or function as intended. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number c9dr2z, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number c9dt54, and no non-conformances were identified. Additional event information: please tell us the surgical procedure and the site of use of the product in this case. Open hepatectomy: gleason resection. Has there been any bleeding, leaks, tissue damage, as a result of this event? No. If bleeding or tissue damage was observed, please tell us how it was treated. No. It was told that articulation was unable to be released. How was the product removed? Removed bent over for laparotomy. Were there any changes to the surgical technique or additional incisions made as a result of this incident? No. Are there any problems with the patient's condition after the surgery? No. Additional information was requested, and the following was obtained: did the device articulate in the expected direction? Yes.could the articulation and/or home buttons be actuated?=>unknown. With the jaws open, did the home button return the device to the 0 degree home position? Unknown.

Event description:
It was reported that during unknown procedure, after firing, articulation did not restore. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.